Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for normal follow-up. Upon device interrogation, ventricular undersensing was observed. Programming changes were made. Patient was in good condition.